Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm when doing fill cannula. The customer¿s blood glucose level was 160 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump reset completely, did rewind, did prime. Customer reported they are unsure if the drive support cap was protruded, loose, sticking out or flush. Customer stated that insulin pump was not exposed to high magnetic field. The insulin pump will not be returned for analysis.